Manufacturer narrative:
This case, with patient identifier (B)(4) (system 2), is related to case with patient identifier (B)(4) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 557 mg/dl (system 1), 304 mg/dl (system 1), 240 mg/dl (system 1), and 220 mg/dl (system 2).